Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter alleged that the time and date was incorrect and could not confirm if the patient ever had to reset the verifications screen. The reporter alleged that the reset was not occurring with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During a review of the available black box data, no time/date issue was observed. During testing, the pump maintained the time accurately during 5 day duration test; however when pump was left without power for 1 hour and was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The pump cover was removed and internal clock battery was found to be leaking. The time test was started but could not be completed due to internal clock battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).